Event description:
Olympus was informed that during an unspecified polyp removal as the users advanced the needle of a disposable injector, the user noted a spark emanating from the distal tip of the endoscope. Following the event a superficial mucosal burn was said to have been observed on the pt's colon. No medical or surgical intervention was required. The colonovideoscope was removed from the pt, and the procedure was not completed. The pt was rescheduled for an unk date, and was released from the facility on the same day.

Manufacturer narrative:
Olympus followed up with the user facility, and was informed that no electrosurgical unit was utilized during the event. The user facility also indicated that the spark had been observed when the subject device of this report was being inserted into the endoscope. Olympus was also informed that a similar occurrence happened in the same room on the same date with the same user, but using a different colonovideoscope, different video tower and the same ECG monitor. The user facility staff reported that the injection needle referenced in this report was discarded following the procedure. The exact cause of the user's report could not be conclusively determined, but if additional and significant info is received later, this report will be updated. This report is being submitted as a medical device report in an abundance of caution. Cross reference: MFR - 8010047-2010-00253, 8010047-2010-00254, and 8010047-2010-00255 for related reports.